Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of a bd pegasus¿ safety closed IV catheter, there were 5 reports of infection (described as ¿respiratory diseases and fever¿), resulting in hospitalization for each case. The user facility claims to have tested the different products used for each patient.

Event description:
It was reported that after use of a bd pegasus safety closed IV catheter, there were 5 reports of infection (described as ¿respiratory diseases and fever¿), resulting in hospitalization for each case. The user facility claims to have tested the different products used for each patient.

Manufacturer narrative:
A device history report was conducted for lot number 8075133, and no related abnormalities were found. This lot of pegasus 24 gauge was manufactured from 04/04/2018 - 04/08/2018, this is the only instance of an infection occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or packaging visual inspections. There are 46 returned 24g samples with unopened packaging. Bd engineers subjected the samples to sterility and limulus amebocyte lysate; the results of these tests found no evidence of bacterial pathogens living on the devices. Bd cannot associate the reported event with the manufacturing process; bd will continue to track and trend for this issue.